Event description:
The customer obtained a non-reproducible, higher than expected vitros (B)(6) result from a single patient sample on a vitros 5600 integrated system. Vitros (B)(6) result = 9.17miu/ml verses expected result <2.39miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros (B)(6) result was not reported outside of the laboratory. There is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros (B)(6) result was obtained from a single patient sample on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on acceptable historical quality control data, no vitros (B)(6) reagent issue was identified as a contributing factor. There is no indication that an analyzer malfunction or issue with the analyzer operation on the day of the event affected the test result. It is unlikely that an instrument issue is a contributing factor to this event. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer did not provide sufficient information about the sample handling procedure that was used.